Manufacturer narrative:
B3: the event occurred on an unreported date at the end of (B)(6) 2023.. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis (reported as "fungal infection"). The breach in aseptic technique was further described as improper operation. The patient was treated with unspecified anti-inflammatory and antibacterial drugs for the event. It was reported that pd therapy was continued in the early stage of treatment however, pd therapy was currently stopped. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.